Event description:
The customer contact reported air in the tubing distal to the cassette. The tubing set was being used to deliver 500ml of natrol and katrol, at an unspecified rate, via a plum pump. The customer contact reported that 6 hours after the delivery was started, the nurse noted a 0.5cm air bubble in the tubing 25cm distal to the cassette of the tubing set. It was reported that the tubing set was reprimed, the air was removed from the tubing set, and the therapy was resumed. The customer contact reported that 7 hours after the delivery was resumed, the secondary port of the tubing set was used to deliver an unspecified medication. At this time, two air bubbles, 0.5cm and 0.8cm, with 5cm of solution between the air bubbles were noted at an unspecified location distal to the cassette of the tubing set. It was reported that the tubing set was reprimed, the air was removed from the tubing set, and the therapy was resumed. No air was delivered to the patient. The customer contact reported that the air originated at the connection of the outlet port of the cassette and the tubing of the tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).